Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The event date is unknown. Concomitant medical products and therapy dates: model 3186, scs leads, therapy date: unknown, model 3186, scs leads, therapy date: unknown.

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2019-10447, reference MFR. Report #: 1627487-2019-10448. It was reported the patient had been receiving ineffective stimulation. In turn, their scs system was explanted and replaced. Surgical intervention resolved the patient's issue.